Manufacturer narrative:
(B)(4). Field service engineer (fse) inspected the device and verified the malfunction. The graphical user interface (gui) printed circuit board (pcb) was replaced. The ventilator passed all the required testing.

Event description:
It was reported that the 840 ventilator had a blank screen during patient use. There was no patient harm. The patient was transferred to an alternate ventilator.